Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that patient had scheduled for device removal on (B)(6) 2017 because of pain. The issue was not resolved at the time of the report. The indication for use is unknown. There were no further complications that have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient was having pain when sitting. It was reported that there were no device issues but that the patient needed an MRI of their back. No further information reported.